Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 5f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to 14f and the tavr procedure was completed. During suture closure, a suture was found to not have gripped the vessel and pulled out of the artery with no damage to the artery. Hemostasis was attempted with the remaining suture; however, it was not achieved hemostasis. A non-abbott device was used and did not completely close the access site. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.